Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring defibrillation. Due to symptoms of low pump flow, a chest tube was placed, blood products were transfused, and systemic heparin was withheld. The patient was successfully weaned and the pump was explanted.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, low pump flow, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Vascular damage: product was not returned for investigation. Since insufficient clinical details were provided, the root cause of the vascular damage could not be determined. Low pump flow: product was not returned for investigation. Clinical details provided that the patient had a surgical bleed that aligned with worsened hemodynamics and suction alarms. Hemodynamics improved when fluid was drained and replaced. Suction and position unknown alarms in data log review aligned with the provided timeline. For these reasons, the root cause of the low pump flows was most likely patient condition. Vf/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30203. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2025-30203.